Event description:
It was reported that the user experienced multiple nocturnal low glucose episodes while using the ilet with dexcom g7 sensor, including an initial event following a missed announced meal and subsequent events during which the ilet had delivered no insulin in the preceding hours, with one rapid cgm drop from 140 to 39 mg/dl that resolved without treatment and was suspected to be a compression-related false low. Investigation included technical review of device data as available and user troubleshooting and education. Investigation of this case revealed no device malfunction and a probable contribution from user meal announcement error and potential sensor compression artifact. Symptoms included hypoglycemia with a lowest reported glucose of 39 mg/dl. Outcomes included self-treatment with oral glucose and no hospitalization. It was concluded that, based on previously established findings for similar reports, the event represented hypoglycemia with cause unclear relative to device performance, with user counseling provided on meal announcement accuracy and sensor placement/sleeping position. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.